Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified brown particles, weight to the specification, deformation and creases fold. Based on the device analysis the final assessment is that no issues were found related with the manufacturing process. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation response. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ¿left side inflammation response." The device has been explanted.